Event description:
Health professional reported lap-band system explant due to an alleged port leak. The device has been replaced.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted the access port had non-penetrating nicks with striations described as surgical tool scratch-like. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."